Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows:date inratio inr laboratory inr (B)(6) 2015 1.5 --(B)(6) 2015 -- 4.1the time between testing was 24 hours. Reportedly, "milking" finger and adding multiple drops of blood. Therapeutic range 2.0 - 3.0 for the patient. There was no reported adverse event. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.